Event description:
The customer reported that at the start of a right hemicolectomy procedure, the device would not reopen while applied to tissue. The surgeon resected the tissue adjacent to the jaws in order to remove the device from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or of additional information pertinent to the incident is obtained, a follow-up report will be submitted.